Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed that the dp board and dvi connector were damaged and worn-out video connector which caused poor device connection. The faulty parts were replaced and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center had a damaged dvi connector port which caused flickering image on the screen. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation presumed that the video connector was damaged and no video signals was transmitted due to an impact applied to the dvi connector by the user. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not touch the electrical contacts inside the video system center¿s connectors. Do not allow a foreign object to penetrate the inside of the portable memory port or video connector socket. The video system center may be damaged. Do not simultaneously touch any of the exposed electrical contact pins and the patient. It may pose a risk of an electric shock to the patient and/or user.